Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump received with missing retainer ring. Unable to perform the displacement test due to p-cap does not locks properly into reservoir due to missing retainer ring. Pump failed self test due to pump error 63. Pump was successfully downloaded using thus. Pump error 63 variable 3 was confirmed during testing on 12-apr-2023 at 10:03:39.00 due to poor solder joints on the u1 chip in the keypad assembly. The electronic assemblies and motor assemblies were inspected and found poor solder joints on the u1 chip in the keypad assembly, dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 1 and the force sensor. The transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (stained), detached retainer ring, missing o-ring (reservoir tube), broken reservoir tube lip, scratched case. In summary, customers alleged no communication between pump and transmitter was not confirmed. Transmitter connected and calibrated to the pump successfully. Pump failed self test due to poor solder joints. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Missing retainer ring confirmed during analysis, cosmetic damage was confirmed at the reservoir compartment during analysis. Pump error 63 was confirmed during testing due to poor solder joints on the u1 chip. The pump did not meet specifications due to p-cap not locking into reservoir compartment properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.